Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis was performed and no anomalies were found. Concomitant: 694758 implantable tachy lead (B)(6) 2011; 5076-45 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for an episode of supra ventricular tachycardia (svt) which should have been withheld by a discriminator of the device. The device remains in use. No patient complications have been reported as a result of this event.